Event description:
It was reported that a right atrial automatic threshold (raat) test was performed and some were successful and some were not successful. Review of the device data found that thresholds have been varying and some raat were failed due to low evoke response (ER). (B)(6) technical services suspects the fluctuations are related to the age of the lead and no programming recommendations were provided. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).